Manufacturer narrative:
(B)(4). Complaint summary: the investigation was reopened as the product has now been returned. Visual inspection of the returned product shows this ceramic head to be a 36mm and not a 28mm as reported in the complaint, the ceramtec # is (B)(4). The head shows signs of metal transfer on its surface indicating that articulation has taken place, most likely against the surface of the shell. There is also damage to the edge of the tapered adapter most likely caused whilst removing during the revision. Ceramtec coc review-: the component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any pre-existing material defect. A review of complaint history identified an additional 1 similar complaint about the reported item 650-1057 (lot number unconfirmed). Unable to perform complaint history for unknown shell as item/lot number is unknown. It has been confirmed that implant 650-1057 is not within the scope or subject of any field actions or recalls which could be attributed to the reported events. The likely condition of the devices when they left zimmer biomet is conforming to the specification. The reported event has not been confirmed. The root cause of the reported event cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after the investigation of this event. Multiple MDR reports were filed for this event, please see associated report numbers: 3002806535-2022-01677-2. If any additional information is discovered or received that may adjust any conclusions or data, a supplemental report will be rendered accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported, that: the patient¿s legal counsel reported patient underwent left total hip arthroplasty on (B)(6), 2017. Legal counsel further reports patient underwent a revision procedure on (B)(6), 2018, due to dislocation and failed hip. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number:15-103203 lot number:735790 brand name: taperloc stem, catalog number:650-1067 lot number:2900842 brand name: ceramic taper sleve, catalog number:us157852 lot number:413610 brand name: m2a magnum cup unknown liner multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-01677 . Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned for evaluation.

Event description:
It was reported that the patient was revised due to dislocation approximately 9 months post implantation. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.  If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.